Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd precisionglide¿ detachable needle "blew off" the bd¿ tuberculin syringe, "wasting the insulin".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ detachable needle "blew off" the bd¿ tuberculin syringe, "wasting the insulin".